Manufacturer narrative:
Head-to-head comparison of 2 paclitaxel-coated balloons for femoropopliteal lesions jacc: cardiovascular interventions vol. 16, no. 23, 2023 ª 2023 by the american college of cardiology foundation published by elsevier https://doi.org/10.1016/j.jcin.2023.10.055 a2 average age a3 majority gender b3 date of publication medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the study is titled the biopact randomized controlled trial (rct), which compared the passeo-18 lux drug-coated balloon (dcb) with the medtronic in.pact admiral dcb for treating lesions in femoropopliteal arteries. Multiple manufacturer¿s devices were used in the study population: the study used devices from different manufacturers, including the passeo-18 lux dcb and medtronic in.pact admiral dcb. Deaths occurred in the study population: the study did not report any deaths related to the procedure or the devices used. Target lesion revascularization was reported no further specific information was provided pertaining to medtronic products.